Manufacturer narrative:
Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 181 mg/dl. During troubleshooting with tandem technical support the customer admitted the cartridge may have been overfilled. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.